Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the mid-lad, the quantum balloon ruptured at 8-10 atm's on the initial inflation. The pt was asymptomatic with this event. The introducer sheath size used is unknown. A tgv iii floppy guidewire and a 7f wiseguide q3.5 guide catheter were used. The quantum balloon was removed and replaced with a usci x2l 3.5/10 catheter and the procedure was successfully completed. The quantum catheter was discarded by the facility. No resistance was met with insertion or removal of the device. The vessel was not tortuous, but it is unknown whether the lesion was calcified. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.